Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event is expected to be returned. A follow up medwatch will be submitted upon completion of the investigation.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, patient experienced abdominal pain and vomiting. CT scan was done and the physician confirmed that the internal retention plate fell into the duodenal bulb part causing a transit obstacle. The position of the internal retention plate was adjusted under the endoscope. On (B)(6) 2017, similar symptoms appeared, similar findings were confirmed by CT scan and the position of the internal retention plate was again adjusted under the endoscope. At that time, the inflammatory response was increased, a little ascetic fluid and slight peritonitis were confirmed. The patient was started on oral administration of the antibacterial agent. On (B)(6) 2017, patient was brought to emergency department by ambulance due to lasting abdominal pain and was hospitalized. The doctor presumes that the j tube was pulled by ball valve syndrome and the internal bumper of peg tube moved to the duodenum. On (B)(6) 2017, peg tube was removed.

Manufacturer narrative:
(B)(4). A cut peg-tube return sample was received at abbvie for examination. The peg-tube was visually inspected and no non-conformances or deviations were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4).